Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that on start-up, the ventilator touchscreen display flickers a lot. There was no patient involvement reported.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the device. An evaluation of the component did not duplicate the reported issue as the screen was functioning, but the failing condition was confirmed. Under continuous operation of the led backlight, the touch screen would fail and the screen would go blank while the ventilator continued to operate as reported.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the touch screen and the unit meets manufacturer's specifications.